Manufacturer narrative:
It was initially reported that there was an adverse event, however, additional information received revealed that there was no adverse event. It was initially reported that the patient required intervention to prevent permanent impairment, however, additional information received revealed that there was no intervention required. (B)(4).

Event description:
On 1/15/2016, the following additional information was reported: both events occurred in the same patient. Manual compression was applied for less than 30 minutes. There were no adverse events for the patient and hospitalization was not prolonged as a result of the event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. See medwatch form #'s 3004939290-2016-00018 and 3004939290-2016-00019.

Event description:
It was reported that two mynx vascular closure devices failed to deploy, further described as "sealant failure to be exposed." Manual compression was applied for an unknown duration to achieve hemostasis. It was not reported if the 2 devices were used in the same patient or not. Additional information has been requested but is not available at this time. This is report 1 of 2 for this issue.